Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer ran 35 units of insulin through the tubing. As the issue occurred in the past, troubleshooting was unable to be performed. The customer changed all supplies to resolve issue and reportedly resumed insulin delivery. The customer's blood glucose level was 202 mg/dl.